Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: unknown if device was implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided, which prevented a meaningful review of the device history record and complaint files.

Event description:
Terumo received a phone call on august 22, 2018 which the patient reported an alleged unknown malfunction of the angio-seal device, which they stated had led to a foot amputation in (B)(6).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.